Manufacturer narrative:
(B)(4). The returned flexiva 200 tractip laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber body was observed to be fractured/kinked 47 mm from the end of the exposed glass tip. When connected to the laser console, the aim beam was observed at the fracture/kink location. The fiber measured 314.1 cm from the end of the connector to the end of the exposed glass tip. The exposed glass measured 4 mm and appeared in good condition. There was no light at the sma connector due to the fracture/kink of the fiber body. No other problems with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the fiber was fracture/kink to the fiber body 47 mm from the end of the exposed glass tip. The exposed glass tip appeared in good condition. Fibers are consumable devices and expected to degrade with use. It is likely that procedural handling of the device during set-up or use contributed to the fiber body fracture/kink, likely resulting in the reported issue of that the fiber "stopped and wouldn't fire." Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva 200 tractip laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2021. During the procedure, there was a cracking sound at first firing and then just stopped and wouldn't fire. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken.